Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor and blood glucose show a big difference. Customer's sensor glucose was 60 mg/dl and blood glucose reading was 160 mg/dl troubleshooting was performed. Sensor age was at day five and twelve hours. Customer was advised of possible causes. Customer current blood glucose was 151 mg/dl. No further information reported.